Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump passed the delivery accuracy test. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to dizziness and high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 450 mg/dl at time of incident and current blood glucose level was 263 mg/dl. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with pump. The customer stated that the alleged pump was under delivering because blood glucose remains high. The customer was wearing the pump at the time of hospitalization. The customer was advised to confirm accuracy of bolus wizard settings. The insulin pump will be returned for analysis.